Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an ongoing bacterial infection of the driveline and was readmitted to the hospital from (B)(6) 2025 to (B)(6) 2025. They were treated with antibiotics.

Event description:
Blood cultures were positive for bacterial infection on (B)(6) 2025, and the patient had surgery and drug therapy. The patient was readmitted from (B)(6) 2025 to (B)(6) 2026 for the infection, during which they had an abscess drainage.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.